Event description:
It was reported that the autoclavable camera head had error e238 endoscope communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: head unit is cracked and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because head unit was cracked, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.